Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(4), ubd: 02-oct-2021, (B)(4); product ID: 977a260, serial/lot (B)(4), ubd: 04-oct-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient requested x-ray of the leads as the programming stimulation felt different. The rep reported that the x-ray was obtained and the patient was taken to surgery. It was noted that the patient did have a fall in february and that it could be related to the issue. The rep reported that they attempted reprogramming in the pre-operative area without success. The leads were replaced and the issue was resolved. No further complications were reported.